Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported the customer had air bubbles in their tubing. Customer stated the air bubbles were large in size. Customer stated they did not rewind the insulin pump with the reservoir in place. Troubleshooting with a five unit fixed prime could not resolve the air bubbles. It was also found the customer's insulin was not stored at room temperature. The customer was advised to revert to a back-up plan as they did not have room temperature insulin. Customer's blood glucose was 192 mg/dl at the end of the call. No additional information provided.